Event description:
A case was reported of suspected late opacification in a lens which had been implanted in 2004. The pt developed the apparent opacification rapidly and had no relevant medical history or changes in medication. An explantation procedure was scheduled. A second examination was conducted prior to surgery, and "when I looked at her again today with the slit lap, she had a marked build up of turbid material behind the iol which three weeks ago looked like a layer of calcium. When I positioned the slit beam at a good angle, the iol was clear posteriorly. I carefully placed several yag spots with considerable difficulty through the turbid material on the post capsule and the material immediately exploded into the vitreous. This case is actually a delayed onset capsular block with very rapid build-up of material behind the iol. I have never seen such a rapid build-up of this material and to this extent before." The pt is now seeing well, the lens remains implanted and no further action is expected.

Manufacturer narrative:
(B)(4).